Event description:
It was reported patient underwent total shoulder arthroplasty on (B)(6) 2012. During the procedure, the surgeon started to screw in the regenerex post to the hybrid glenoid base when it stopped around the first few threads. The surgeon was able to force the post past the first few threads and was able to finish the procedure without patient injury or surgical delay.

Manufacturer narrative:
Decision was made to recall based on a manufacturing issue that was determined as part of an internal investigation. (B)(4).

Manufacturer narrative:
Evaluation of another device confirms reported complaint.